Event description:
The patient had a primary hip surgery on (B)(6) 2015. On (B)(6) 2017, the patient came in due to signs of infection and the pathogen was unknown. The infection caused the stem to become loose. The surgeon revised all medacta hardware and re-implanted permanent product. Presently on (B)(6) 2022, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the stem and head and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 may 2022 lot 145903: (B)(4). Expiration date: 2019-09-30. No anomalies found related to the problem. (B)(4).